Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that at first it was helping but now it didn¿t seem like it was. The patient clarified that every time they bent over or got up out of the chair they would urinate. The patient stated that it was still not as bad as before their implant but noted that they wore a pad all the time. The patient indicated that they still had urinary symptoms since implant and that they had worsened since but did not recall when they worsened. The patient also reported that they had a real bad uti in november and their spouse noticed that the patient could not remember anything. The patient stated that they went to the ER and stayed there for several days and noted that they had lost their memory during this time. The patient indicated that they were told to drink 4 bottles of water a day but did not drink that much. The patient noted that they used to have a bowel movement 1-3 times a day but since the implant they had less frequent bowel movement which was uncomfortable. The patient indicated that they were going to see their healthcare professional (hcp) next (B)(6) . No further complications were reported or were expected.